Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, the white sheath did not split completely and the split occurred spirally. The device was removed from the patient using the safety release mechanism. When the device was removed the vessel locator wings were open. Hemostasis was achieved by applying manual arterial compression. There was no clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Inspection of the device indicated that the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.